Manufacturer narrative:
The quality control (qc) was within range. The sample tube manufacturer is vaccuete. The customer stores samples for 5 days at 2 -8 celsius. The atellica im analyzer maintenace was up to date. A precision run was performed using the patient sample with ten replicates and the results were negative. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient sample. The initial reactive (positive) result was considered discordant when compared to the nonreactive (negative) repeat result on a different atellica im analyzer. The nonreactive (negative) result matched the patient's clinical picture. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00229 on april 22, 2021. July 20, 2021 additional information: siemens healthcare diagnostics has investigated. The trace files for this sample are no longer available and are unable to be reviewed. Siemens reviewed the available log files and no system issues were identified. Sample sid (B)(6) a picture was provided, and there was fibrin present in the sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible results, siemens cannot rule out pre-analytical factors or sample specific issue. No product non-conformance identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.